Manufacturer narrative:
The patient's weight was requested; however, this information was not able to be obtained. Product analysis: the medical institution discarded the product specimen. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 8 months post implant of this mitral annuloplasty band, the device was explanted and replaced with a bioprosthetic mitral valve. The reason for the replacement was progression of the diseased native valve. There was no failure of the annuloplasty device. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.